Event description:
The customer observed falsely depressed co2 results generated on the alinity c processing module for two patients. The customer repeated the samples and the results were higher. The following data was provided: patient 1 initial 16, repeat result = 23 patient 2 initial 18, repeat result = 24 reference range = 21-33 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the module and determined the nozzle, c4, #1, #4, #5 (rohs) (7-205228-02) was clogged. Multiple parts were replaced, and the issue was resolved. Service determined nozzle, c4, #1, #4, #5 (rohs) (7-205228-02) to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no increase in complaint activity for the issue for the products. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity c processing module, serial number (B)(6) or the nozzle, c4, #1, #4, #5 (rohs) (7-205228-02) was identified.

Event description:
The customer observed falsely depressed co2 results generated on the alinity c processing module for two patients. The customer repeated the samples and the results were higher. The following data was provided: patient 1 initial 16, repeat result = 23. Patient 2 initial 18, repeat result = 24. Reference range = 21-33 mmol/l no impact to patient management was reported.